Event description:
Boston scientific received information that this device was implanted for approximately two weeks. A lead revision procedure was performed. When the physician went to connect the device to the leads, the set screw white seal was not seated properly. Technical services was consulted and recommended to replace the device. The device was ultimately explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the rv seal plug and setscrew were missing upon return. Microscopic visual inspection found a lot of marks on the header around the rv seal plug. It appeared that the damage to the rv seal plug was induced during the explant process due to the marks/cuts on the header around the rv seal plug. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was returned for reliability analysis.